Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following are likely causes of the malfunction: the most probable cause of the image not being displayed was a broken video cable, and the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscopes, video cable was broken resulting in no image display. There was no patient involvement.